Event description:
It was reported that a small insulation abrasion was observed just proximal to suture sleeve. The lead was removed and replaced. The patient was stable in stable condition post-procedure.

Manufacturer narrative:
(B)(4). Narrative:a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 42.8-43.3cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.